Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of the incident were 563 mg/dl and 485 mg/dl. The customer's current blood glucose was 279 mg/dl. The customer reported that the insulin pump had an insulin flow blocked alarm and it was vibrating. The customer stated that the cannula was bent. The insulin pump will not be returned for analysis.